Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed button error and a motor error . The customer¿s blood glucose was unknown at the time of incident. Customer¿s spouse stated that the insulin pump had a recurring button error alarm and the buttons were unresponsive. Button error troubleshooting was performed and confirmed that time is advancing. Customer's spouse also reported that the customer received a motor error prior to button error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer received a motor position encoder error. The customer¿s spouse was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.